Event description:
Competent authorities reported that a cassette was obstructed during an extracapsular cataract surgery even though the test was successful. The cassette was changed. Additional info was received from the operating room nurse reporting that there was no pt impact.

Manufacturer narrative:
The device was received by a company rep and is in transit to the mfg site for investigation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested but not received to date. (B)(4).